Event description:
Boston scientific received information from the patient that the power cord was very hot to the touch. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator along with the power cord were returned for analysis. Post market quality assurance confirmed and observed that the power brick got hot to the touch after twenty minutes. Additional information was received from analysis. (B)(4), an outside vendor confirmed and observed that the outer case of the power supply was melted at a strain relief. A heat sink was observed.